Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that while removing a port device from the right chest wall, the distal proximal of the catheter was allegedly found to be missing. Reportedly the port was removed but upon fluoroscopic examination, the catheter was found to have migrated to the heart. The current status of the patient is unknown.

Event description:
It was reported that while removing a port device from the right chest wall, the distal proximal of the catheter was allegedly found to be missing. Reportedly the port was removed but upon fluoroscopic examination, the catheter was found to have migrated to the heart. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the investigation is inconclusive for the reported migration and catheter fracture/separation issues, as the device was not returned for evaluation. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.